Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6). The peritoneal dialysis (pd) reported to (B)(6) customer service that they were hospitalized with hemodialysis (hd) complications. There was no specific allegation that these events were related to a deficiency or malfunction of any (B)(6) device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s hd registered nurse, it was reported that this patient was hospitalized on (B)(6) 2024 with shortness of breath due to fluid retention attributed to complications with their pd catheter (not a (B)(6) product). It was explained that the patient is transitioning to pd for renal replacement therapy and recently had their pd catheter placed. The patient was given a manual fill in the outpatient clinic on (B)(6) 2025 for training purposes and it was found that the patient could not drain the fluid. The patient was transported to the hospital to have their catheter evaluated on the same day. The patient¿s catheter was found in malposition and far too superior in their abdomen. The patient was able to undergo hd therapy on a hospital provided (B)(6) hd device (unknown model) for the duration of the admission. The patient had an uneventful hospital course and was discharged home on (B)(6) 2025. The patient¿s pd catheter was revised in an outpatient procedure on (B)(6) 2025 and the outpatient clinic has since ensured patency of her catheter. It was reported that the patient¿s fluid retention due to pd catheter complications were not the result of a deficiency or malfunction of any (B)(6) product(s) or device(s). The patient continued hd therapy on an incenter basis as she resumed training for pd therapy without incident. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).